Event description:
The lead was returned, analyzed and tested out of specification. The lead was explanted due to the patient's death which was in a manner unrelated to the out of specification finding. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the proximal segment of the lead was returned, analyzed and analysis revealed environmental stress cracking outer insulation breach. It was noted there was blood on the proximal and distal conductors (not obstructed), there was cosmetic environmental stress cracking of the outer insulation. (B)(4).